Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the reservoir was leaking. Customer stated that leak occurred at o ring of reservoir barrel. The insulin pump had pass the self test. Customer reported that the leak was occurred during priming. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Customer returned mmt-326a. Customer concern: the patient's wife called in to report that they were trying to load the reservoir and she got a no reservoir detected. When she removed the reservoir and noticed there insulin in the insulin pump. Fluid in pump (pump exposed to fluid) is customer calling back after receiving of fluid/moisture exposure to the pump: fluid in reservoir compartment document how the fluid/moisture exposure occurred: the patient was loading the reservoir and she got no reservoir detected. When she removed the reservoir she noticed there was some insulin in the compartment. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guard; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per inspection no physical or cosmetic damage; no leakage anomaly was found during test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.